Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed evidence of use on the sample. A functional test of flushing the catheter with water was performed, and a leak was observed at about 1cm proximal to the tip of the catheter. The catheter was cut open to facilitate the evaluation of the inner wall. A microscopic observation of the fracture surface of the split revealed a granular texture and rough internal edges. Additional damage and an impression on the inner wall were observed. These findings suggest that the split likely resulted from interactions between the catheter wall and the stylet, such as compression of the catheter with the stylet still inserted, or a forceful movement of the stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was inserted on october 16th, and five days after placement, leakage occurred around the catheter connection. No harm to the patient. There was no reported patient injury. No other information was provided.